Event description:
Additional information reported that the patient had the surgery two weeks prior to (B)(6)-2012.

Event description:
The patient reported that she had tethering of the spinal cord and an arachnoid cyst was removed. It was indicated that the pump was not looked at before or after surgery. The patient reported that she was overdosed on baclofen. The patient was not certain what had happened; and "doesn't remember waking up". A health care provider indicated the patient received too much medication. The patient experienced hallucinations for 4 days and was sweating since the overdose. The patient indicated that her "body is so messed up that she needs to see someone right away". The patient indicated that she would call if she has any questions or concerns when she fully wakes from the "stupor" that she was in. The patient was unsure if the pump was working correctly. The patient indicated that they still had concerns regarding their device/therapy and was working with their health care provider. The patient planned to see the nurse practitioner (B)(6) 2012. The pump delivered lioresal.

Manufacturer narrative:
Catheter model # 8703w lot # l57665 implanted on: (B)(6) 1999 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4)